Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was producing shock. The sensor was inserted into the abdomen. The date of insertion was not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.